Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 146 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Troubleshooting was performed and pump was fine and working. No further assistance needed.